Manufacturer narrative:
In response to FDA report number mw5083556. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency that their right side implant had "less in volume, some had leaked out." Device was explanted.